Event description:
A physician reported that system diagnostics were performed on a patient's device, high impedance was detected. Diagnostic testing was acceptable on (B)(6) 2011. It was unknown if any trauma or manipulation could have occurred. The patient was also having difficulty aborting seizures with magnet use. The device was disabled and x-rays were taken. The patient's x-rays showed no obvious anomalies could be identified in visualized portion of the patient's vns device; furthermore, the lead connector pin appeared to be fully inserted. A revision surgery in the future is likely. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the vns patient had a full revision surgery that day. During surgery it was discovered that the lead was very twisted. It was also reported that there was fluids found in the lead, but it was uncertain if this was due to the explant surgery or if this had happened prior to surgery. The manufacturer's consultant stated that diagnostics with the new implanted vns system showed results within normal limits and the lead impedance was 1480ohms. The consultant further stated that the lead was replaced due to high impedance and the generator was replaced for prophylactic reasons and since it was unknown what the cause of the high impedance was, the physician didn't want to take any chances with contamination. Attempts were made for the return of the explanted products but they have not been received by the manufacturer to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.